Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer's insulin pump alarmed with threshold suspend. The customer's sensor glucose readings activating threshold suspend were 100 points off. At the time of reporting, the customer's sensor was giving a reading of 163 mg/dl while his blood glucose was 63 mg/dl. Insertion and calibration techniques were discussed. The customer had not noticed any bent cannulas on the previous sensor. Nothing further was reported.